Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. Electronic review of the DHR was performed and no similar complaints were identified for this lot number. Should the device be returned at a later date, the investigation will be re-opened.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the wire was too stiff when using the device to access the right internal jugular vein. After completion of the procedure, the patient condition worsened and cardiac tamponade occurred.